Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study reported the patient stopped using the medical device in favor of alternate therapy. It was noted the explant was by the patient's choice as they decided oral baclofen was better as their spasticity was secondary to parkinson's disease. A change in the pd medication combined with oral baclofen was what the patient prefers. The status of the explanted devices was unknown. No outcome was noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving unknown drug via an implanted pump. The indication for use was intractable spasticity. It was reported the patient's system initially controlled symptoms, but lost effectiveness on (B)(6) 2017. It was noted the pump and catheter were explanted on (B)(6) 2017. The patient's weight was (B)(6).